Event description:
Patient had an arterial line placed to left wrist (B)(6) 2025 on arrival to emergency dept. During MRI (magnetic resonance imaging) scan it was noted that the arterial line setup (truwave (3cc)/vamp plus 82 in.) Was leaking just proximal to the transducer. When scan was completed, the arterial line was changed out. As the leaking set was being removed and the transducer removed from under tape on the patient's upper arm it was discovered the patient had a newly acquired 2nd and 3rd degree burn. The arterial line setup was inspected and found the coating was melted off the wire exposing the wire to the patient's skin, which resulted in the burn. The burn is a full thickness thermal burn 1 cm x 2 cm.